Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and his blood glucose was treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found multiple no delivery alarms while changing the infusion set. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Intermittent button response during testing due to moisture damage on keypad traces. Missing end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.